Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/ stretched/ broken/ compressed'. During release the plastic part breaks.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The evo-fc-10-11-6-b device of lot number c1526511 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 23rd may 2019. Multiple defects were observed. Joint between polyimide and inner catheter was found to be broken. Yellow marked was damaged and radiopaque band - distal movement of the band observed. All the defects are related. Flexor was observed kinked. Therefore, following the laboratory evaluation additional complaint file was requested to capture this failure separately. Additional information was requested to aid with the investigation, however as per rep " the instruments has been tossed around and the kinks we have seen could easily have been added after the procedure. I suggest that we leave the complaint with no further investigation and stop asking the customer questions about procedure, outcome, patients etc. As no one remember anything." Therefore, three attempts are no longer applicable here. Prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1526511 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1526511; upon review of complaints this failure mode has not occurred previously with this lot #c1526511. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use ifu0062-5. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to excessive force applied to the device, potentially causing the joint breakage between the polyimide tubing and inner catheter. This could also caused the yellow marker damage and distal movement of the radiopaque band. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/ stretched/ broken/ compressed'. During release the plastic part breaks.